Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility reported a blood loss event that was allegedly caused by a small "bump" [sic] found on the tip of the dialyzer hansen port. The "bump/rough edge" caused the dialyzer to leak at the hansen connection. As reported, this imperfection prevented the hansen connector from gripping tightly onto the dialyzer. The leak was first identified during the set up phase. The leak had appeared to terminate after the connection was tightened, so the staff elected to proceed with the treatment (using the same dialyzer). During the treatment, a slow drip (or "trickle") of dialysate fluid was noticed leaking from the same hansen connection; treatment was discontinued at this point approximately 75 minutes into the duration. A blood test strip was used to test the dialysate for blood; it tested negative. Consequently, most (but not all) of the patient's blood was returned. The estimated blood loss was approximately 5 to 10ml. No dialyzer damage was visible. There were no machine alarms. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. There were no photographs taken of the reported "bump" on the hansen port and the device was not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.